Event description:
The company was made aware on (B)(6) 2021 that a physician explanted the device due to an infection.

Event description:
The company was made aware on (B)(6) 2021 that a physician explanted the device due to an infection.